Event description:
It was reported that this right ventricular (rv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead was explanted due to dislodgment.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead indicated helix was retracted. Dried body fluid and tissue were noted in the helix housing. The poly abrasion sleeve was bunched in a couple places. Stretched coils on the proximal end of the shock coil were noted - tissue and possibly some calcification was noted in the area. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead was explanted due to dislodgment.